Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during difficulty with helix extension/retraction caused the inner conductor coil to break. This break likely contributed to the observations of placement/removal difficulty and helix retraction issues during attempt to reposition the lead, however the dislodgment was unable to be confirmed in the lab.

Event description:
Boston scientific received information that right atrial (ra) lead was an attempted implant. Upon the second repositioning to find acceptable location, the lead dislodged and the helix would not retract for them to reposition. The lead was removed, and a new ra lead was implanted. No adverse patient effects were reported.